Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colorectal surgery, when creating an anastomosis, the anvil detached after stapling. To get back the anvil, the surgeon has recut the colon and created a new anastomosis with another stapler.

Event description:
According to the reporter during a colorectal surgery, when creating an anastomosis, the anvil detached after stapling. To get back the anvil, the surgeon has recut the colon and created a new anastomosis with another stapler.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil cutting ring showed no traces of knife impression and the ring was received intact. Under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary conditions of handle compression incomplete and knife blade damage that has no relationship to the reported condition. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.